Event description:
Consumer informed bd that the needles were bending a lot when she did her injection and upon removal of syringe, the needle was missing. Consumer visited emergency room and x-rays were taken. She was given antibiotic and a tetanus shot. Consumer was also advised to see a surgeon if the injection site becomes red or inflamed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded one other complaint for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.